Event description:
It was reported via facility medwatch# 3901330000-2023-8010 that stent dislodgment occurred. The patient was being treated with cardiac catheterization intervention in right coronary artery (rca). A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion of the device, the undeployed stent came off the balloon of the stent delivery system in rca. The stent was then dilated with another balloon against the vessel wall. No patient complications were reported.